Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during reaming with reamer/irrigator/aspirator (ria) system, the surgeon was reaming half way down the femur and the tip of the 14mm reamer head broke off and the drive shaft became stuck in the 360mm tube assembly. The surgeon used the 520mm drive shaft and tube assembly to complete the procedure. No implant or instrument was left in the patient. Procedure was delayed approximately 5-10 minutes with no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.